Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that in the surgeon's opinion the cause of the event was due to an underestimation of the toric power by the aberrometer. The iol was exchanged for a different iol model and a difference of a half diopter in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient had blurred uncorrected vision, residual myopia and cylinder that was not correctable with lens rotation. The iol was exchanged. Additional information has been requested.